Event description:
The patient experienced an embolic event and woke up paralyzed, one day post treatment with a fenestrated device.

Manufacturer narrative:
The device was not returned for evaluation. No imaging was obtained to assist with the investigation. The work order for the lot ac1093890 was reviewed and appear complete and correct. The associated inspection records confirms that the device was manufactured to specification. The instructions for use (IFU) supplied with the device states the following: fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. Systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. The physician and patient (and/or family members) should review the risks and benefits when discussing this fenestrated endovascular device. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 14 french to 22 french vascular introducer sheaths. Iliac conduits may be used to ensure the safe insertion of the introduction system. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization/trauma. 4.3 implant procedure: take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization. Embolization (micro and macro) with transient or permanent ischemia or infarction and neurologic local or systemic complications and subsequent attendant problems (e.g., confusion, stroke, transient ischemic attack, paraplegia, paraparesis, paralysis) are listed as potential adverse events. The risk document for zenith fenestrated aaa endovascular graft (us) was updated under change order to include the potential failure mode of "procedural complications" and the effect of failure of "spinal cord ischaemia" amongst other potential effects of failure. Based on the available information and the completed investigation, a definitive root cause for the event was not able to be determined. However, the most likely root cause for the reported adverse event is procedural complications, not related to the design or manufacturing process of the device. The IFU provided with the graft outlines embolization and neurologic local or systemic complications and subsequent attendant problems (e.g., paraplegia) as potential adverse events.

Event description:
The patient experienced an embolic event and woke up paralyzed, one day post treatment with a fenestrated device.